Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was contaminated. The channels on the scope tested positive for greater than two hundred and fifty (250) colony forming units (cfus) of pseudomonas aeruginosa and proteusmirabilis. There was no known contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The instrument was checked before use. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure. Water was put through the instrumentation/suction channel with a suction pump and sucked until the aspirated liquid was clean. There had been suction from both the 1st and 2nd position of the suction valve. The air/water duct had been flushed with water and air using the mh-948. The auxiliary water channel had been flushed with water. All reprocess accessories were undamaged. Leakage had been tested according to the instructions for use. The brushed tips were checked in the instrumentation/biopsy channel, suction cylinder port, and auxiliary channel. The cleaning agent had been sucked through. The brush had been introduced into the instrumentation channel from the suction cylinder. The flushed channels were checked. The accessories described in the user manual had been rinsed. The endoscope was dried after rinsing. All detachable parts (valves, leak test cap) had been removed from the endoscope. The endoscope will be stored for eight (8) hours until next use. Olympus provided training on processing. It was unknown if any patients were infected. The scope was washed two (2) times and treated with enzymecure, and still tested positive. The periodic inspection of scopes was a minimum of once per year. Microbiological test result of the patient(s) was not available. The sample was taken from the air/water channel, instrument channel and auxiliary channel. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) cfu of a microorganism was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the up/down/right/left knobs were leaking. The light guide lens was chipped. The plastic distal end cover was scratched. The bending section cover glue was worn out and peeled off. The angulation shaft was deformed. Switch one (1) had wear and tear. The up/down/right /left angulation was less of specified value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.